Manufacturer narrative:
The device remains implanted in patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2013, the patient was implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension. On an unknown date a el3a was found. Secondary procedure was performed on (B)(6) 2017, successfully treating the el3a. Two afx vela suprarenal, a vela infrarenal, and an afx limb stent graft were implanted. Reportedly the patient did great. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.